Event description:
User reported that device changed from one output protocol to another without an input command. The patient experienced ventricular fibrillation and was cardioverted back into a normal sinus rhythm. The user continued using the device and completed the case.